Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that there was a cartridge plunger leak. The patient noticed that the cartridges had moisture (insulin) on the outside of them. She reported that she had no blood glucose excursions while using this cartridge.